Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Email received from regulatory agency on behalf of patient reporting, "it has leaked toxic material into my chest and body". The device remains implanted. This record is for the left side.